Event description:
It was reported by the aci sales professional that a patient underwent a coronary intervention procedure on an unknown date. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. The patient was given an unknown anticoagulant peri-procedure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the access site. During device preparation, the staff dipped the device in saline but noted that no sealant "mushroomed" from the tip of the shuttle tube. It was reported that the physician deployed the device anyway, however an acute hematoma formed at the access site. The staff member had to hold manual compression for over an hour and successful hemostasis was achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle, however the advancer tube was not returned. The catheter shaft and the shuttle cartridge were inspected for any presence of adhesive and kinks. No anomalies were found. Based on the information received and the investigation performed, the cause of the reported hematoma could not be determined. The review of the lhr (lot f1121405) indicated that the mynx device met all established performance criteria prior to shipment.